Event description:
Profound and permanent neurological injuries [nervous system disorder], profound and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], tingling in toes and legs [paraesthesia], numbness in toes and legs [hypoaesthesia], weakness in toes and legs [muscular weakness], stomach spasms [abdominal pain upper]. Case description: an attorney reported that their client, and adult male now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use from the early 1990's through 2010 and/or super poligrip denture adhesive, unspecified total daily use from the early 1990's to present, and reported the following: profound and permanent neurological injuries, profound and severe permanent physical injuries, zinc toxicity and extensive nerve damage resulting in tingling in toes and legs, numbness in toes and legs, weakness in toes and legs, and stomach spasms. Treatment: has rec'd and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch testing or product investigation.